Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon noted a 12.6mm vicm5_12.6 implantable collamer lens of diopter -8.5, reportedly had "something wrong with the optics" on (B)(6) 2023. A backup lens of the same model/length was implanted into the right eye (od). Additional data: h6- type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Device evalaution: h3 - type of investigation code: 10- device evaluation: the lens was returned in a vial. Visual inspection found no visible damage. Claim#: (B)(4).

Event description:
The reporter indicated the surgeon noted something wrong with the optics of a 12.6mm vicm5_12.6 implantable collamer lens, -08.50 diopter. The lens was replaced with another same model/length lens. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A3: unk a4: unk a5: unk a6: unk d6a: unk d6b: unk h6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).